Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that the pxw35 stapler was used and the legs did not grab the skin properly. Another device was used to complete the case. There was no consequence to the pt. The device was not saved.